Event description:
Covidien received a report alleging that device did not provide audio tone. There was no patient incident.

Manufacturer narrative:
Returning of the device for failure investigation has been requested.